Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803. The device was not evaluated because the issue is a known inherent risk of the device. We will continue to track and monitor the trend.

Event description:
It was reported that a patient experienced a dental implant loss. The patient reported persistent pain and discomfort at the surgical site two weeks following implant placement.the pain and discomfort resolved completely as soon as the implant was removed, and the patient reported immediate relief following removal.